Event description:
When priming a line with normal saline (ns) for a chemo preparation, I noticed that the tubing was leaking from where the chamber meets the tubing. Slow drip but enough to catch it before reaching a patient.